Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 16:02:32. During night drain cycle one, the patient's ultrafiltration reading was 1914ml, indicating the home patient drained 1914ml more than their maximum programmed fill volume of 500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.